Manufacturer narrative:
A1: the full patient identifier is case(B)(4). A2, a3, a4, a5 and a6: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: customer could not confirm that the steps for the sample preparation followed in the instructions for use as customer was not there the day of the issue. Cts advised the customer to remove any punctured reagent packs, perform low-level troponin qc (quality control), and initiated a special clean procedure if qc failed and provided them with the product replacement form and the relevant tnihs IFU (instructions for use). Per the instructions for use (IFU) c09448 h access hstni, it states "when a sample with ctni >270,000 pg/ml (ng/l) is tested, clinically significant intra-assay carryover may be observed if access hstni is the test performed immediately after the >270,000 pg/ml (ng/l) ctni sample. An open or unopened hstni reagent pack used directly after a >270,000 pg/ml (ng/l) sample may show clinically significant carryover impacting all subsequent samples tested from that reagent pack. The extent of carryover observed is directly proportional to the ctni concentration that is present in the high sample. In one study, the estimated carryover (based upon the upper and lower limits of the 95% ci) was 3-5 pg/ml (ng/l) from a high sample at 270,000 pg/ml (ng/l) and 5-8 pg/ml (ng/l) from a high sample at 500,000 pg/ml (ng/l). Because samples with >270,000 pg/ml (ng/l) ctni may not be immediately identifiable without dilution, the actions below should be taken if an hstni result greater than the value of the highest hstni calibrator (i.e.,>~27,000 pg/ml [ng/l]) is observed: a. Remove and discard all open access hstni reagent packs. B. Load a single access hstni reagent pack. C. Run your current low level hstni qc on all reagent pipettors configured for hstni to verify that there is no further carryover. Note: unicel dxi operators can test all configured reagent pipettors by setting up a qc file. Refer to the appropriate system manuals and/or help system for information on configuring qc. D. Repeat any hstni samples with positive results generated after the >27,000 pg/ml (ng/l) sample and then continue normal operation. A field service engineer (fse) was dispatched to customer site. Fse performed the 10,000 test maintenance, including realigning pipettors to wash towers, and subsequently ran hs (high sensitivity) and system checks, which both passed successfully without any reported hardware issues. No further issue was reported by the customer. In conclusion, a definitive cause for this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. Although the customer suspected a carryover, the sample run immediately after the high troponin concentration sample registered a normal value of 11 pg/ml and was not questioned. Furthermore, the non-repeatable high result in question doesn't align with expected carryover issues based on the c09448 h access hstni instructions for use (IFU). The IFU indicates that carryover is directly proportional to the ctni concentration in the high sample, typically ranging from 3-5 pg/ml for a 270,000 pg/ml sample and 5-8 pg/ml for a 500,000 pg/ml sample.

Event description:
On (B)(6) 2026 the customer reported questioning false high-sensitivity troponin I (hstni) patient results using reagent part number b52699 lot number 539022 on their dxi 600 instrument (part number a30260 serial number (B)(6)). Customer reported questioning troponin results obtained on (B)(6) 2026, including a patient's initial troponin of 5.2 pg/ml spiking to 139 pg/ml (13:51) with two hour post collection, then dropping back to 6.2 pg/ml upon repeat (16:31). Customer suspected a carryover issue as a very high troponin sample (>26,000 pg/ml) was run earlier at 04:00 am the same day. Patient was admitted for an nestmi and received medication based on the false high hstni result of 139 pg/ml. No further information was provided. Cts (customer technical support) advised the customer to remove any punctured reagent packs, perform low-level troponin qc (quality control), and initiated a special clean procedure if qc failed. Calibration passed on (B)(6) 2026. Qc (quality control) was passing within expected values. Sample tube collection type was lithium heparin tubes with gel (appearance unknown) centrifuged at 5500 rmps for 3 minutes. Customer could not confirm that the steps for the sample preparation followed in the instructions for use as customer was not there the day of the issue. The customer reported a system check failure due to substrate dispense error flags, but after cts advised rerunning the system check and precision run, both tests passed with results within acceptable ranges. A field service engineer was dispatched to the customer site.